Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had lines on display. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the reported issue. In order to fix the issue, the fse replaced the top lcd display. The unit passed all functional and calibration tests passed. The following investigation was performed by a technician of the failure analysis and testing department (fat) wayne, nj: the failure analysis and testing department received a top display assembly, with a report that the top display shows a vertical lines on the screen. Performed visual inspection of the top display assembly per the cardiosave service manual part number and found no visual damage. Installed the top display assembly into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested (15 minutes) in accordance with the cardiosave service manual, in an attempt to recreate the reported problem. The test were able to trigger the reported problem of the top display shows a vertical lines on the screen. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the top display assembly in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause.